Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional and ECG stress testing without duplicating the report. The defib receptacle was replaced as a pre-caution. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.